Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2019; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 31-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 4mg/ml at 7.75mg/day, gablofen 400mcg/ml at 175mcg/day and bupivacaine 16mg/ml at 6.9mg/day via an implantable pump. It was reported that the patient experienced increased pain and numbness in their back and down their left leg. The patient denied any withdrawal symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they interrogated the pump and read logs. No stalls were noted. A dye study was conducted, and the physician did not note flow from the tip. It was unknown at the time of the report what actions and interventions were taken to resolve the issue. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.